Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by cloudy drain. The patient was not hospitalized for the event. On an unreported date, the patient was treated with cefuroxime (500mg) for peritonitis. At the time of this report, the peritonitis event was still ongoing. The cause of the event, patient outcome and action taken with pd therapy were not reported. No additional information could be provided as the reporter declined follow up.